Event description:
Fischer cone biopsy forcep: on 11/5/2018, dr. Went through 3 of the fischer cone loops for a conization. All 3 wires broke at the tip. On the package recommended settings are 45-50. They took setting to 40 and it still broke. I called manufacturer. They stated the ligasure triad is more powerful and we should start at 30 on blend. The staff in the or placed on coag and then tip did not break. Ref e-complaint-(B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned, and x-review DHR. Analysis and findings: the reported result in the event could not be confirmed as the actual sample was not returned for investigative analysis. However, if in the future the sample made available, the investigation may be reopened and addressed as needed. Review of the two-year tracked complaint history did not have any definitive trend. Previous engineering testing in trying to duplicate reported events were not successful in producing the failures as reported when recommended power settings were used. Although a definitive root cause is indeterminable, it is possible that a faulty generator or improper power output that was contra to the power setting could have been the cause for the failure. Proper output monitoring or output verification is recommended in the product device dfu). Review of the lot DHR did not reveal any abnormality. Correction and/or corrective action: corrective action is not applicable as the affected fischer cone sample was not available for proper investigative analysis. It is possible that the most immediate or likely root cause may be attributed power output being too high for use. It is recommended that the power output be monitored or verified as indicated in the product dfu. This complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Fischer cone biopsy forcep: on (B)(6) 2018, dr. Went through 3 of the fischer cone loops for a conization. All 3 wires broke at the tip. On the package recommended settings are 45-50. They took setting to 40 and it still broke. I called manufacturer. They stated the ligasure triad is more powerful and we should start at 30 on blend. The staff in the operating room placed on coag and then tip did not break. (B)(4).